Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details and or the device are received at a later date a supplemental medwatch will be sent. Do you have any photos? What prep was used prior to, during or after prineo use? Please describe how the adhesive was applied to the tape? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Were any patch or sensitivity tests performed? Where was the reaction: 1 or both breasts, abdomen? Provide quantity of prineo products used on patient if reaction is in multiple areas? What is the physicians opinion of the contributing factors to the reaction? Patient demographics: initials / ID; age or date of birth; bmi; gender patient pre-existing medical conditions (ie. Allergies, history of reactions) was the patient exposed to similar products, such as artificial nails? Was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure? What is the most current patient status? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported to a patient underwent an abdominoplasty with mastopexy augmentation in 2019 and topical skin adhesive was used. Four days, post op, the patient returned with severe contact dermatitis, where the topical skin adhesive was applied. The doctor removed the adhesive and treated the patient with steroids. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: do you have any photos? Yes. What prep was used prior to, during or after prineo use? Chloraprep. Please describe how the adhesive was applied to the tape? Tape was placed over incision then a thin strip of glue was applied over the tape. Was a dressing placed over the incision? If so, what type of cover dressing used? A role of kerlix and a soft bra// glue was dried completely before dressings placed. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Not to her knowledge. Were any patch or sensitivity tests performed? No. Where was the reaction: 1 or both breasts, abdomen? Both breasts and underarms. Provide quantity of prineo products used on patient if reaction is in multiple areas? (1) prineo 60cm. What is the physicians opinion of the contributing factors to the reaction? Patient demographics: initials / ID; age or date of birth; bmi; gender? Gender female/ bmi 23.4. Patient pre-existing medical conditions (ie. Allergies, history of reactions)? Allergy to tetracyclines . Was the patient exposed to similar products, such as artificial nails? Dermabond advanced and prineo have previously been used on patient. Was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure? Yes.

Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details and or the device are received at a later date a supplemental medwatch will be sent. Do you have any photos? What prep was used prior to, during or after prineo use? Please describe how the adhesive was applied to the tape? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Were any patch or sensitivity tests performed? Where was the reaction: 1 or both breasts, abdomen? Provide quantity of prineo products used on patient if reaction is in multiple areas? What is the physicians opinion of the contributing factors to the reaction? Patient demographics: initials / ID; age or date of birth; bmi; gender patient pre-existing medical conditions (ie. Allergies, history of reactions) was the patient exposed to similar products, such as artificial nails? Was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure? What is the most current patient status? If the device or further details are received at a later date a supplemental medwatch will be sent.